Event description:
The hcp reported that the patient died in 2006. The hcp had no further information on the cause of death. The patient's husband reported to medtronic inc. That the patient's death was not related to the interstim neurostimulator system. The hcp had no further information on the cause of death. A follow-up medwatch report will be sent if further information is received.

Manufacturer narrative:
To date medtronic inc has not received the device for evalution. If further nformation is received or the device returned, a follow up medwatch report will be sent.